Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave nav catheter had been selected for use. The physician stated that three patients within the past week presented with pericarditis like symptoms and unusual respiratory issues, all requiring admission. The catheter is not expected to be returned due to disposal. No further information was provided.